Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The device remains implanted and is not available for investigation. Please note that a gore® excluder® aaa endoprosthesis contralateral leg component (plc161200j/ 20870916) was implanted at the right side and reported separately. Was used to cover a bad visualization during the procedure. The physician mentioned that endoleaks were not able to be determined by the CT due to the unclarity of the intraoperative angiography. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, the gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt231414j/20917845) was implanted at the left side and gore® excluder® aaa endoprosthesis contralateral leg component (plc161200j/ 20870916) at the right side. On (B)(6) 2022, a CT revealed an aneurysm enlargement (unknown amount). A proximal type I endoleak and a distal type I endoleak of the right leg were suspected by an angiography. On (B)(6) 2022, a reintervention was performed. The existence of endoleaks was unclarity by the intraoperative angiography. The right internal iliac artery was embolized as planned. Then an aortic extender endoprosthesis was implanted proximally, and a contralateral leg endoprosthesis was implanted distally of the right leg. After all devices were implanted, there were no endoleaks by an angiography revealed. The patient tolerated the procedure. The physician stated that the endoleaks were not able to be determined by the CT but the type I endoleak(s) (a or b, or both) might have occurred. But the physician also said it was unknown whether a neck dilation caused the type I endoleak or the type I endoleak caused the dilation.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Please note that a gore®excluder® aaa endoprosthesis contralateral leg component (plc161200j/ (B)(6) was implanted at the right side and reported separately on december 16/ 2022, manufacturer report number 3013164176-2022-01544. Code: a2303- was used to cover a bad visualization during the procedure. The physician mentioned that endoleaks were not able to be determined by the CT due to the unclarity of the intraoperative angiography. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), angiographic images are recommended during the treatment procedure both pre and post-deployment to evaluate device placement and orientation . Determine by fluoroscopic visualization accurate size of anatomy and proper device size. For angiography, use correct imaging angulation (cranial-caudal, lateral-oblique) to confirm the correct device component sizing, and deployment locations. CT / cta imaging provides information on aneurysm size, vascular morphological changes, proximal device-trunk fixation and migration, endoleak, and patency / limb occlusion. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. Additional considerations for patient selection include but are not limited to patient¿ s anatomical suitability for endovascular repair.